Event description:
Consumer complaint of blood result reading of "hi". Last blood results in memory: hi, 502mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user has high glucose value.

Event description:
Consumer complaint of blood result reading of "hi". Last blood results in memory: (B)(6). No adverse event reported.